Event description:
It was reported that the patient was having a problem recharging the implantable neurostimulator (ins). The patient had been attempting to charge for 2.5 hours and the programmer was showing that the ins wasn¿t charging as the ins icon was only shaded ¿just a little bit at the end.¿ the patient had all 8 coupling boxes when the charging had started, but was losing the coupling boxes. The patient then used the recharger belt and was able to get all 8 boxes again. The charging issue had first been noticed on the morning of the date of this report. The ins had started to shift onto the patient¿s hip bone for the past week. The patient may need the ins to be repositioned. The patient was ¿still a little sore.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n477017, implanted: (B)(6) 2014, product type: accessory; product ID 3 550-69, lot# n469970, implanted: (B)(6) 2014, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).